Event description:
A pt service rep (psr) contacted zoll customer support while assisting a (B)(6) female pt for a non-reportable event. During servicing, the pins in the electrode belt connector were found to be bent. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon eval, the pins in the electrode belt trunk cable connector were bent in a swirl pattern. The cause for the bent pins cannot be positively identified but was likely due to the connector being forced into the monitor while the pins were misaligned. No adverse event resulted from the defective electrode belt connector. The pt rec'd a replacement electrode belt.